Manufacturer narrative:
The lead remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable pacemaker and right ventricular lead (rv) lead exhibited intermittent failure to capture. Technical services (ts) discussed options for troubleshooting right ventricular automatic threshold (rvat), checking leads and programming options. This lead remains in service and no adverse patient effects were reported.